Event description:
The balloon material detached from the catheter shaft during an arteriovenous hemodialysis fistula graft dilatation. Follow up indicated the balloon was used to successfully dilate the venous side and was being advanced for dilatation of the arterial site when the balloon would not inflate. During withdrawal of the balloon catheter, it was noted approx 3/4 of the balloon material had detached in the pt. The pt was sent for graft revision. The balloon material was retrieved at the time of surgical graft revision. No pt sequelae resulted from this event and the pt's condition is good. Co's follow up indicated the sheath used during this procedure was damaged. It was also indicated the pt underwent graft revision due to the nature of the blockage and not as a result of the detached balloon material. The device was received, evaluated and retained by this MFR. The engineering evaluation indicated the distal portion of the balloon was missing and was not returned for evaluation. The distal balloon bond was present as well as 2cm of the proximal balloon material. The introducer sheath used during this procedure was also returned and evaluated. The distal end of the sheath was frayed and slightly crushed. Balloon rupture or balloon leakage is an anticipated event of percutaneous angioplasty which has been associated with overpressurization or use in a calcified lsion. Graft stenosis (anastomotic and non-anastomotic) tend to be more difficult to open and usually require much higher pressures for effective dilatation than do native vassels. Access to bypass grafts for angioplasty may also contribute to balloon failure. Post-operative scarring and/or lesions in both the proximal and distal aspects of the graft may necessitate balloon manipulation through plaque or calcification. Based on co's follow up info and the condition of the devices upon receipt and evaluation, co believes the pt's condition contributed to this event and does not attribute it to the device.